Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 572, 535 and 526mg/dl fasting post prandial. The customer¿s expected fasting post prandial blood glucose test result range is 200-250mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/24/2022 and test strips were opened day prior to call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 572mg/dl date:(B)(6) 2022 time: 10:03pm fasting , result 2: 535mg/dl date:(B)(6) 2022 time: 02:33pm fasting , result 3: 526mg/dl date:(B)(6) 2022 time: 02:29pm fasting, result 4: 199mg/dl date:(B)(6) 2022 time: 12:20pm fasting ,and result 5: 234mg/dl date:(B)(6) 2021 time: 09:07am fasting.

Manufacturer narrative:
Sections with additional information as of 28-march-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.